Event description:
It was reported that the patient passed away to due aspiration pneumonia. The patient presented to the emergency room on (B)(6) 2022 for sepsis and acute hypoxic respiratory failure. The patient had one episode of melena requiring 1 unit of packed red blood cells following an esophagogastroduodenoscopy revealed gastritis and esophagitis. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and will not be returned for evaluation. The patient death was previously documented. Information was provided that the patient presented in acute hypoxic respiratory distress in the setting of sepsis. They were treated with broad-spectrum antibiotics. The patient's hospital course was complicated by aspiration pneumonia. Cultures obtained from (B)(6) 2022 were negative for growth. The patient requested withdrawal of care on (B)(6) 2022. This included an infusion of opioids and benzodiazepine, deactivation of their implantable cardioverter-defibrillator (ICD), and left ventricular assist device (lvad) inactivation.

Manufacturer narrative:
Related per-(B)(4); death. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
H1: the cause of death, sepsis due to pneumonia, and the patient's respiratory failure were not device related. The report type has been updated to reflect the bleeding event the patient experienced and that the death was not device related. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of death was sepsis due to pneumonia and acute hypoxic respiratory failure that were not related to the patient's lvad. The device operated as expected.